Event description:
Pt had g tube inserted. Presented to ER the next day with malfunctioning tube causing the tube to come out. Upon inspection of tube, it was identified that the balloon had a vertical split down the entire length of the balloon & causing it to deflate. Physician had not tested balloon prior to insertion-unsure if present prior to insertion.